Event description:
It was reported that there was a high right ventricular (rv) coil impedance. It was noted the measurement was an isolated measurement and all the impedances were back to normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d274vrc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).